Event description:
It was reported that during an open pancreatoduodenectomy, all staples closest to the cut line were unformed at the 1st firing when the device was used on the gastric body. The target tissue was oral side of pylorus and was a little bit thick. The device was fired after holding the device for 15 seconds. The staple height was green. When the same device was fired on the small intestine with the staple height blue, there was no problem. Additional suture was performed to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did anyone move the firing knob to the left or right after loading the device but before firing? ---no information. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---malformed staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---thick. Was a leak test completed? ---no information. If the device locked out, did it lock out on tissue or prior to use on tissue? ---n/a. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? ---no information. Was the firing to close an ostomy? ---no. If so, which firing. Is a pathology specimen and/or report available? ---no information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information. What predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? ---all staples on one line. Where the malforms on the line closest to the cut line or in all of the rows? ---closest to the cut line of the right side. Where the staple legs unformed or did they have irregular shapes? ---unformed.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.